Event description:
It was reported that the customer had sensor issues and sensor reading and blood glucose reading discrepancies. Customer stated sensor reading was 50-100 points off. Customer stated that calibration error was present during sensor reading versus blood glucose reading events. Troubleshooting was done. No reading of blood glucose was provided. Advised the customer that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.